Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she inserted a new reservoir into her insulin pump she received a no delivery alarm. The alarm occurred during the priming process. The patient's blood glucose at the time of incident is unknown. The customer mentioned that when she removed the reservoir from the insulin pump there was no insulin left. However, she stated that there had been 100 units inside of the reservoir. The customer verified that there were no leaks, no dripping insulin, and that the infusion set was not connected to her body. The customer did not know where the 100 units of insulin had gone. The customer was advised to change her infusion set, reservoir and insulin, and to call back if she experienced further issues. The insulin pump was not returned for analysis.